Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, broken haptic bulbs were found. There was no impact to the patient post operatively. There are two medical device reports associated with this complaint. This report is 1 of 2.